Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is anios clean excel d. A 3mm double brush swab is used for brushing. Their storage practice is in cabinets and olympus is the maintenance company. Sterilization is performed with anioxy-twin sterile water. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. All channels of the scope tested positive for one colony forming unit of micrococcaceae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.